Manufacturer narrative:
Additional information was received from the field service representative on 1/18/2016. The fse contacted the customer and determined that the reported event did occur with patient involvement. This event resulted in an accidental radiation occurrence (aro). A supplemental follow up report will be filed at the conclusion of the investigation.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe fluoroscopy switch was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. There was no patient involvement. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed related to the event. The customer's reported issue could not be replicated as part of the investigation. The investigation concluded that this may have been a use error or a non-event. The mainframe fluoroscopic switch was replaced and no further actions are planned at this time.